Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024- 11914- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that three infusions set fell off due to which hyperglycemia occurs within one day of use. Event occurred on 05/02/2024, 05/14/2024 and 05/19/2024. High blood glucose level was 400 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.